Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. No intervention has been performed. The patient is stable with no consequences.